Event description:
It was reported that the device overheated during a procedure. There were no adverse consequences alleged due to this event. The procedure was successfully completed with a back up device with no delay.

Manufacturer narrative:
The device was received by the MFR for investigation. Based on the investigation details, the complaint of overheating was confirmed. According to the investigator, the bearings were corroded. The bearings were replaced, the device was cleaned, lubed and adjusted and the device was returned to the account.